Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a quick-core coaxial biopsy needle set (qcs-18-15.0-20t) from lot 13745310 was screwed too tight in the outer part of the needle. This failure was noticed prior to patient contact. Cook became aware of this event upon being notified by nanjing changde med. Supp. Co. In china. The procedure was completed with a replacement device. The patient did not experience any adverse effects. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures of the device, as well as a visual inspection of the returned product, were conducted during the investigation. One prior to use qcs set was returned. The trocar was able to be unscrewed. Additionally, a document based investigation evaluation was performed. Review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots found no nonconformances. A database search found no additional complaints on the lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: "how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the device history record, device master record, design history file review, device failure analysis, and product labeling review, there is no indication the complaint device was manufactured out of specification. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to a component failure. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a quick-core coaxial biopsy needle set was required for an unknown procedure. Prior to patient contact, the stylet was screwed too tight in the outer part of the needle and could not be separated. The procedure was completed with a similar device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.